Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during an unspecified procedure, after access was gained from the right femoral artery, the user felt "some uncorfortable feeling" when advancing the introducer over the wire guide. Upon removing the introducer from the patient's body, the tip of the sheath was confirmed to be frayed. As a result, another device was used to complete the procedure. No adverse effect to the patient reported.